Event description:
Boston scientific received information that this patient was undergoing a generator changeout procedure and when this right ventricular (rv) lead was connected to the patient's new implantable cardioverter defibrillator (ICD) and out of range shock impedance measurements were exhibited. The physician disconnected and reconnected the rv lead and confirmed a complete connection and the impedances remained out of range. Several other troubleshooting efforts were made and impedances continued to be out of range. A commanded 2 joule shock was performed in rv coil to can configuration and the impedances were 65 ohms. Induction testing was performed successfully with a 21 joule shock and returned an impedance measurement of 78 ohms. The pocket was then closed and this product remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that this system exhibited a gradual rise in shock impedance measurements since implant and are now again out of range. Boston scientific technical services (ts) discussed the clinical observation and the information was to be reviewed with the patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician plans to continue to monitor and no further testing will be performed other than routine follow-up.

Event description:
Additional information indicates that the patient will undergo system integrity testing in the future.